Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after approximately 58.9 months of implant time. A healthcare professional questioned the device's longevity.